Manufacturer narrative:
Optical investigation of the implant does not reveal any conspicuities. There are no indications that this problem is related to the astratech products. This event is reportable per 21cfr part 803. Ref: revocation of exemption (asr) #e1997021 and e1997026. Report late due to asr to individual reporting transition.

Event description:
A (B)(6) year old male patient received one astratech implant on (B)(6) 2011 in region 31 (fdi # 47). A 4-unit bridge construction connecting the implant with one natural tooth in an unknown position was subsequently placed. It is reported that the implant was explanted on (B)(6) 2019 due to periimplantitis and osteolysis. The only additional information states that the bridge came loose with a natural tooth root.